Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair found inside the packaging of a european em2400 valve set. This occurred before use of the device. It was reported that the packaging had not been opened by the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the revealed a hair approximately four inches in length inside the unopened sterile packaging. The reported condition was verified. The cause is unknown, though likely occurred during the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.